Event description:
Reported by physician- in 2000 a pt receiving lasik treatment for myopia astigmatism to both eyes on the ladarvision excimer laser system reported an unsatisfactory outcome in the right eye. Environmental conditions influencing the event: none noted. Pt follow-up or required treatment: 0n 7/27/2000 a one-week postoperative examination revealed the pt's right eye is: 1. 20/400 best corrected with - 5.75 d sphere 2. 2+ edema (swelling) 3. Symptomatic with double vision and difficulty reading and driving. Add'l corrective treatment is being evaluated. Pt is scheduled for next visit in three weeks. Pt treatment notes or records: not available at this time.